Event description:
A report received from the customer stated a few hours after the cannula was inserted, the nurse noted a leakage from the cannula. She tried to inflate the cuff but realized that the pilot balloon was leaking. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.